Event description:
It was reported that the patient implanted with this pacemaker contacted technical services (ts) with questions related to the remote home monitoring system. The patient noted that this pacemaker exhibited an unspecified product performance issue on an unknown date following implant. Additionally, the patient noted that they experienced a lot of heart problems as well. The specific details were unknown and unable to be obtained. Available information does not suggest any interventions were undertaken. No adverse patient effects were reported. This device remains implanted and in service. If pertinent information is provided in the future, a supplemental report will be submitted.